Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Premature battery depletion was also noted since there was an eri alert on (B)(6) 2019 and the device could not be interrogated during replacement procedure on (B)(6) 2019 since the battery was completely dead. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and communication could not be established between the device and the programmer due to a depleted battery. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.